Event description:
Healthcare professional reported left side axillary lymphadenopathy. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of lymphadenopathy was reviewed on (B)(6) 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Additional observations: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/may/2024.

Event description:
Healthcare professional reported left side axillary lymphadenopathy. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: blood and lymphatic lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side axillary lymphadenopathy. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Additional observations: observed rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues .

Event description:
Healthcare professional reported left side axillary lymphadenopathy. Device has been explanted and replaced with a non-abbvie device.